Event description:
It was reported the patient¿s implantable neurostimulator (ins) removed over a year ago due to infection.

Event description:
Additional information received reported that it was unknown if perioperative antibiotics were administered. The date of onset or diagnosis was (B)(6) 2013. The patient did not have meningitis. The patient experienced redness, swelling, drainage, and pocket erosion. The primary location of the infection was at the device pocket and lead track. A culture was taken from the device pocket, cerebrospinal fluid (csf), and blood. The blood came back negative. The device pocket contained propionibacterium acnes. The deep brain culture and epidural contained actinomy. The patient was treated with intravenous (IV) antibiotics. The patient¿s instrumentation, stimulator, and lead were explanted. The infection resolved. The patient had a risk factor prior to implant of cancer as he had a right kidney tumor that was malignant and surgically removed.

Manufacturer narrative:
Concomitant products: product ID 7426 , serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v358538, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v183928, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).